Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "damaged battery". It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer does not want to be contacted. No additional information is available.the user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel during product evaluation. The root cause was assigned to use/user error. The main batteries and battery harness were replaced to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.